Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported issue ¿scope leaking detergent¿ could not be determined, as there was no scope defect/malfunction. The reported issue was related to the facilities oer-3 automatic endoscope reprocessor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis lucera bronchofibervidescope was insufficiently reprocessed by his olympus endoscope reprocessor began overheating, causing a burning smell. It was found that there was a hole in the binding part of the detergent tube closest to the washing tank, and the cause was that oer-3 was operating while liquid was leaking from there. The event occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. This record is related to 46 other records.